Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the self-locking shaft collar. The unit passed all functional and safety tests according to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cs300 intra-aortic balloon pump (iabp) has a broken shaft collar. There was no patient involvement reported .